Event description:
A review of service data detected a reportable event. During service investigation of battery pack sn (B)(4), the battery was unable to charge. The last pt to use this battery pack did not report any device deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery would not charge when put into the charger. Liquid contamination wa found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.